Event description:
The customer reported that the power button would not intermittently respond and one had to press it precisely at the right corner to power on the device. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control provided the customer technical assistance and advised replacing the main keypad assembly. Follow up with the reporter confirmed that the biomed replaced the keypad assembly to resolve the reported problem. The device has been repaired and placed back to service.